Manufacturer narrative:
Patient information is unknown. It is unknown when the event occurred. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a retrograde nail of the femur with a dynamic hip system (dhs) procedure on (B)(6) 2017. While the surgeon was putting a screw in the femoral neck, the screwdriver tip was observed twisted and deformed and would not go over the guide wire. The sales consultant reported the malfunction did not occur during this patient¿s procedure. The sales consultant did not know when or how the device became malformed. A power screwdriver was used to complete the procedure. No delay was reported. No harm was reported to the patient. The patient outcome was without incident. The device will not be returned it was discarded and was not retrieved. Concomitant devices reported: screw (unknown part and lot numbers) quantity: 1. This complaint involves one (1) device. This report is for a screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
DHR review was completed. Part no.: 314.050 , lot no.: 7966569. Manufacturing location: (B)(4). Release to warehouse date: 30.jul.2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional concomitant device reported: guide wire (part# unknown, lot# unknown, quantity 1)

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.